Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: air in line. Detailed inquiry description: rn primed tpn on bbraun pump and had to prime twice to get all the air bubbles out. After doing this and connecting to the baby, the pump alarmed 4 times that there were air bubbles in the line. The first time rn disconnected tubing from patients piv and primed tubing again to get air out. Then the pump alarmed 3 more times. Rn got bbraun superuser to bedside, rn to look at pump as well. It was found that air bubbles were inside the line in the pump where the sensor is. Rn hand flicked the bubbles out to the filter and reinserted the tubing into the pump with no more alarms. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging was provided for evaluation. Upon evaluation of the sample, no defects were observed. To replicate the reported concern, the sample was attached to the pump and tested by running therapy while staggering the flow rate throughout the therapy. No alarms were observed. The sample was leak tested and no leakage was observed. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specification. The reported issue was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.